Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose for a few weeks. The customer had a high blood glucose level of 444 mg/dl. The customer¿s current blood glucose level was 391 mg/dl. They had been treating with the insulin pump. They saw their doctor and was told that the insulin pump¿s settings did not need to be changed. Troubleshooting was performed. The device will not be returned for analysis.